Manufacturer narrative:
The event occurred in (b()6). Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and the results were within the product specifications. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer. History list: nothing unusual could be found on the mentioned (B)(4) 2014 in the device history that could have contributed to the problem mentioned by the customer. All the customer programmed boluses and basal rates were successfully delivered by the pump. The problem mentioned by the customer could not be reproduced. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case.

Event description:
Patient's diabetes nurse reported he was taken to the hospital on (B)(6) 2014 due to ketoacidosis. Nurse stated the patient alleges the infusion device may be to blame for his hospitalization; no specific allegation about what he thinks might be wrong with the device. Nurse reported on (B)(6) 2014 there are two alarms recorded to replace the empty cartridge in the infusion device. Nurse stated she thinks that the patient has somehow ignored the alarms before changing the cartridge or that the insulin could have been damaged somehow. Nurse reported the infusion device was connected to the patient at the time of the incident and he presented with a blood glucose level of 20.3 mmol/l (365 mg/dl) on the afternoon of (B)(6) 2014 on the hospital meter. Patient's normal blood glucose range was not provided. Nurse stated the patient received hydration treatment in response to fluid loss due to vomiting and his blood glucose level was brought to normal levels by insulin injections. Patient was hospitalized from (B)(6) 2014. Patient is currently fine. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).